Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Manufacturer contacted customer on (B)(4) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all the results obtained. The expected fasting blood glucose test result range is 100 to 115 mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018, a back to back blood test was performed non-fasting by the customer and produced test results of 278 and 318 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 03/13/2020 and open vial date is one week ago. The meter memory was reviewed for previous test result history: (date/time not stored correctly) (B)(6). Customer states that she is concern with the results the meter is giving. Customer states that she has been getting high blood result and a lot of errors message. Customer states that her normal glucose range is 110-115 mg/dl fasting but now she is getting results 190's-250's fasting. Customer is legally blind and is unable to see the time and date.